Manufacturer narrative:
Retainer ring = black . Customer returned pump for an alleged blank display found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Blank display due to moisture damage on the pcba 1 / pcba 2. Cosmetic damage was confirmed. Moisture damage was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. Customer stated that the insulin pump has neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.